Event description:
Additional information was received from healthcare provider reporting that they saw the patient in the office reporting that the generator placed on (B)(6) 2016 with bilateral subthalamic nucleus deep brain stimulation surgery. The patient has done well. The patient and his wife are frustrated. At first the dbs was a miracle. It was wonderful. He was doing well. He fell and it never worked well since then. They were last seen on (B)(6) 2017 and advance programming was done but it really never helped. Apparently there is a new neurologist who has been programming it, but turning it down. They interrogated the system and found it to be in a good working order. Both left and right were set at 1.4. They turned him up to 2.0 bilaterally and gave him the power to go up or down 2 volts with his handheld programmer. He tolerated this adjustment well. They are optimistic they can get a better setting. They explained to the patient people are at 3.2 to 3.7 volts and he was at 1.4. Therefore, they would like the patient and his wife to adjust it every three to four days to go up 0.1 volts on both sides. They are happy to see him at any time in the future should the need arise. They have requested that they check their stimulator at least once a week to watch for an elective replacement indicated message. When they get this message they are to come to them immediately for a battery change.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was "about 1.5 years ago". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's stimulation wasn't helping. They state the patient fell and stimulation hasn't helped since then. This happened about one and a half years ago. It was reported that it was a sudden change in therapy/symptoms. They state it was working beautifully, they were running and it was working perfect, but since the fall it hasn't helped at all. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider reporting that they can't resolve the symptoms. The patient was last seen in (B)(6) 2019.